Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Further investigation is being conducted.

Event description:
On (B)(6) 2008, this pt was implanted with gore excluder aaa endoprosthesis to treat an unk cause. On (B)(6) 2009, the devices were explanted. Further investigation is being conducted.